Event description:
Caller reported cgm error 42. Blood glucose level was not adversely impacted during the event. Technical support assisted the caller with a pump reset by providing complete instructions, which resolved the cgm error issue, allowing the caller to successfully start their sensor session.